Event description:
Free flow occurred, "door latch open and spring broken, alarm was noted by nurse, approximately 30 cc infused prior to stopping pump. No patient compromise was reported an alarm was noted to warn nurse of the malfunction.